Event description:
The hospital advised that the pump was set up to infuse heparin at a rate of 2 ml/hr. The pump was turned off to enable the pt to change clothes. When the pump was restarted the rate displayed was 3 ml/hr, so the device was reset to 2 ml/hr. Blood test results indicated an increase in dose was required. When nurse went to increase the dose to 2.8 ml/hr it was observed that the set rate was 0.2ml/hr. There was no pt consequence.